Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet left atrial appendage occluder (amulet) was successfully implanted. On (B)(6) 2022 the device was noted to have embolized into the left atrium. The device was successfully retrieved via snare retrieval in an emergency procedure. The landing zone of the device during the implant was 26mm as seen via CT scan. The sizing chart recommended a 31mm amulet. The implanter believes that the patient's large and wide left atrial appendage was the cause of the embolization. The patient has been discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.